Event description:
It was reported that the device exhibited <200 ohms atrial impedance and low p-waves. A new atrial lead was placed, but the anomaly was still present. When a new pulse generator was implanted, the values were normal.